Event description:
C2 driver 10030a was delivered to facility from the syncardia approved distributor with depleted emergency batteries that they were unable to recharge during initial testing at site. Driver was not in patient use at time of complaint.